Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags (clb) alarm. The used sample was not returned to baxter for evaluation, therefore, the reported condition cannot be confirmed in the lab. Per the report, the patient was in prime and connected when the check lines and bags alarms were received. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the home choice (hc) unit during prime. The hp stated that the machine primed ok then displayed "connect yourself". She stated, she connected and the machine beeped so she pressed stop. The technical service representative (tsr) asked the hp what the machine displays and the hp stated "priming". The tsr asked the hp if she was connected and hp stated yes. The tsr instructed the hp to discard supplies and start again with new supplies. Follow up was done via phone call; the hp stated they were connecting too early and reviewed procedures with her nurse. The hp confirmed they started over with new supplies. The hp had discarded the sample and the lot number was not known. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.